Manufacturer narrative:
Pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube threads and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The reservoir ring was noted to have a crack on it. The customer was unsure of how this happened. No troubleshooting was performed, nor treatment was administered. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.